Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was getting progressively more difficult to press and pressing harder was not helping activate the display. The customer's blood glucose level was 101 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.